Manufacturer narrative:
Product complaint # (B)(4). The review of the batch manufacturing records was conducted, and the batch met all finished goods release criteria. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a sling procedure on (B)(6) 2019 and the mesh was implanted. 48 hours after the procedure, the patient could not sit down, experienced strong pain in the right leg at the inner thigh and groin, fever and urinary infection.